Manufacturer narrative:
Device history review: the device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation update: the device was further investigated by reliability engineering. Visual and functional assessments were performed on the device that determined that the device failed cutter insertion test, had a neuro-tip foot that had been drilled into, and a damaged color band. It was determined that the device failed cutter insertion due to bearings that were worn out, loose, and no longer in axial alignment that created a situation where the cutter device could not be inserted and allowed to pass through. It was determined that this failure was due to worn out bearings from normal use. It was determined that the damaged color band was also due to normal wear. It was determined that the cause of the drilled neuro-tip was failure to follow the directions for use, which is user error. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the burr drilled into or through the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined at this time as the evaluation is in-process. Once evaluation has been completed a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged neuro tip, crane clamp damaged (broken and had abrasion), worn ball bearings and both color rings were damaged. It was noted in the service order that the device bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The serial number and device manufacture date were documented as (B)(4) and 11/21/2014 in the initial report respectively. Both fields have been updated as (B)(4) and 1/22/2014. Therefore, UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.